Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer was admitted to hospital with ketoacidosis and unconsciousness. The responsible diabetologist checked the pump and observed insulin coming out of the end of the tubing after a bolus delivery. After reuse of the insulin pump, the customer´s blood glucose levels were rising again. The health care professional found air bubbles in the cartridge and assumes that the infusion device was delivering an inaccurate amount of insulin. At the time the health care professional reported the issue, the customer was still in the hospital. No more information was provided.